Manufacturer narrative:
The cryosurgical system including the unit with its single pedal footswitch [part number (p/n) 20711-009, lot number (l/n) zx-yy], gas cylinder connector (p/n 20410-005, l/n wo136203), gas hose (p/n 20448-000, l/n wo162110), connecting adapter (p/n 20416-035, l/n wo165664) as well as the cryo probes were returned and thoroughly inspected/tested. The findings were as follows: unit, footswitch, and connecting accessories the report of the "ready" light intermittently flickering and not illuminating properly was confirmed. Additionally, the "defrost" light was also flickering intermittently. Nonetheless, the unit did work when tested with the returned cryo probes (i.e., the lights didn't prevent the unit from creating the pressurized/ compressed co2 with the cryoprobes to form an ice ball.). The footswitch and connecting accessories were found to be functioning as intended. Cryo probe [p/n 20416-036, serial number (s/n) (B)(6).] The probe was found to be worn and at its useful life (i.e., there was wear and bent sections.). Nonetheless, when it was tested with the unit, it functioned as intended and produced an ice ball according to specifications. Cryo probe (p/n 20416-031, s/n (B)(6)) the probe was found to be worn and at its useful life (i.e., there was wear and bent sections.). Nonetheless, when it was tested with the unit, it functioned as intended and produced an ice ball according to specifications (note: as designed, the cryo probe may still be cold and freeze after the footpedal is released during the defrost cycle.). Most likely, there were many factors involved in the reported incidents. For example, the disease state of the patients- lesion location, size, etc.; expected bleeding upon freezing and removing tissue, the worn state of the probes, etc. However, no conclusive determination could be made as to the cause of the events. The account was provided with a newer cryosurgical unit (model erbecryo 2) and the newer single-use cryoprobes until a disposition is made on their older cryosurgical system (note: the unit is more than 12 years old, and the technology is approximately 20 years old.). The customer is being made aware of the evaluation and findings. No trends have been identified. Erbe USA, inc. Is now closing the file on these incidents.

Event description:
It was reported that an erbe cryosurgical system was involved in two (2) patient incidents as follows: 1st incident: ((B)(6) 2023). Unit w/cryo probe, flexible, outer diameter (o.d.) 1.9 mm (5.7 fr.) X length 900 mm (3 ft.) Length 900 mm (3 ft.); part number 20416-036. Md notes: "I used 1.9 mm cryoprobe, and it did not do what it supposed to. I kept freezing for 5 to 8 second that we routinely do, and it would not free (or biopsy), then I had to freeze for significantly longer to get the biopsy, but then patient had a bleeding. Bleeding is a known complication of this procedure, so I cannot say the bleeding happened because I had to freeze significantly longer, but it is possible. More importantly, I could not get the biopsy easily because the probe would not freeze." 2nd incident: ((B)(6) 2023). Unit w/cryo probe, flexible, outer diameter (o.d.) 2.4 mm (7.2 fr.) X length 900 mm (3 ft.); part number 20416-031 patient information- male, 48 years old, black, weight: ni, bleeding, patient died md notes: "I was called to perform bronchoscopy to remove blood clot in patients lungs. A mal/under functioning cryoprobe (cold catheter that we use to remove tissue from the airways) was not responsive - it took too long to cool down and continued cooling even after the foot pedal was not depressed anymore. Because of this, the probe stuck to the patients airway causing some worsening bleeding. Because I could not reliably use this catheter the procedure took twice as long. Bleeding from injury caused by the probe eventually stopped but this did transiently make things worse. Patient ultimately ended up dying. These malfunctioning probes have been brought up to our endoscopy suite (center for advanced endoscopy) staff before and they have refused to replace it and get the newest, safer more responsive version. The company does not even support these older probes anymore and I only hope this does not lead to significant adverse harm in the future. To note, this was an emergent overnight procedure that had to be done." Note: the account's original complaint to erbe's technical services department- customer requesting evaluation of cryo ca unit due to reported performance complaints. Clinical engineer reported the "ready" light on the unit intermittently flickers.